Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.